Event description:
It was reported that during a percutaneous coronary interventional (pci)/stenting procedure, a balloon rupture occurred. The 75% stenotic lesion was located at a bifurcation of the non-calcified and non-tortuous distal right coronary artery (rca). The 15mm x 2.0mm maverick2 monorail balloon catheter was used for predilation prior to placing a liberte' stent; however, the balloon ruptured at 20 atms on the second inflation. The number of atms reached on the initial inflation is unk. The second inflation exceeded the rated burst pressure. A liberte' stent was implanted and the procedure was successfully completed. No pt complications were reported. Pt status is reported as "good". Add'l info has been requested regarding these events, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The complaint states that the balloon ruptured at 20 atmospheres, which is above the rated burst pressure (rbp). The directions for use (dfu) for this device warns the operator not to exceed the rated balloon burst pressure. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is determined to be user related. A CAPA has been initiated to address this issue.